Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a low lithium battery and 810:04 error code; this condition had the potential to interrupt delivery. This condition was found upon power up. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed by service. This condition was caused by moisture in the channel. Verification of the air-in-line printed circuit board was performed and the channel was cleaned to fix the reported condition. Additional information: this device is an unremediated colleague pump with a user interface module software version of 5.04.00.